Event description:
A customer reported a tandem mobi cartridge alarm and experienced high blood glucose levels exceeding 500 mg/dl. Due to the issue, specific blood glucose values were not available, but the value was displayed as "high." The customer addressed the high blood glucose by administering a correction bolus using the pump, and no third-party assistance was required. As a resolution, the customer changed the cartridge after the alarm.